Event description:
During the premature ventricular contraction procedure, noise issues resulted in procedural delays. The display workstation and the amplifier were rebooted to resolve the issue and the procedure was completed with no adverse consequences to the patient. Mapping was completed with the mapping catheter. The ablation catheter was displayed on the monitor, the contact force was displayed normally, the electric potential was displayed on the recording system, but it was not displayed on the ensite side. Roving could be selected but waveform sensing was not possible, and points could not be acquired. The cable was reinserted with no resolution. The catheter was replaced another ablation catheter with no resolution. The second catheter was replaced, but the issue persisted. The display workstation and the amplifier were rebooted and the issue was resolved. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: b5, d9, d10, g1, g3, g6, h2, h3, h6. Review of the ensite x software does not show the cause of the reported event. No log file data was provided, no further investigation is possible. Based on the information received, the cause of the reported noise issues remains unknown.

Event description:
Related manufacturing reference: 2184149-2023-00106.

Manufacturer narrative:
Review of the ensite x system shows that a software issue exists that can cause the intracardiac electrogram waveforms to not display when using a preset. Abbott is aware of the issue and is working on a resolution.